Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 30 (mg/dl). Reportedly, it was normal for the customer to experience low bg. The customer consulted with healthcare provider regarding adjusting the pump settings to address bg level. Jelly beans and waffles were consumed to treat low bg.